Manufacturer narrative:
Device labeling/pt brochure: silicone pt brochure. Breast self examinations. Following breast augmentation, you should continue to perform breast self-examination monthly. This may be more difficult with a breast implant in place. To continue to perform a monthly breast self examination efficiently, you should ask your surgeon to help you identify the difference between the implant and your breast tissue. Being able to identify the implant from breast tissue will decrease the necessity of excessive squeezing of the implant during examination. Any new lumps should be evaluated with a biopsy, as appropriate. If a biopsy is performed, be sure to inform the medical professional performing the biopsy that you have breast implants so that care will be taken to avoid injuring the implant. Device labeling reviewed: there were no reported events of lymphoma/alcl for pts in the (B)(4) study included in the labeling for saline breast implants.

Event description:
Pt reported a right side lump and anaplastic large cell lymphoma. The medical safety team was determined that combined results of immune-chemical, histological criteria with which to diagnose alcl. There is limited info available for this case after the initial investigation and there is an unlikely chance that this info will be obtained. However, if there is add'l info, such as device info, implanting/explanting physician or any labs related to, but not limited to any combined results of immune-chemical, histological and cytological analysis of specimens are scientifically acceptable criteria with which to diagnosed alcl the file will be reviewed and updated.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).